Event description:
It was reported that the pt, implanted in 1997, had interruptions in hearing sensation at first, followed by no hearing sensation at all. Testing shows that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.